Event description:
It was reported that the unit is being returned for service, repetitive problem of tube connections. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: the customer complaint has been verified and corrected. The vso (solenoid) was replaced to correct the complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.